Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician recaptured the closure device and removed the wds from the patient. The wds could not be flushed outside the patient and the physician believed that there was a thrombus inside the wds. A new 27mm wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman flx delivery system with the implant in the sheath. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Microscopic examination revealed tip damage as the tri-cuts were flared and there were abrasions within the sheath tip. Inspection of the device found numerous kinks in the sheath. Product analysis could not confirm the reported event as the device was able to flush, and clinical circumstances could not be replicated.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician recaptured the closure device and removed the wds from the patient. The wds could not be flushed outside the patient and the physician believed that there was a thrombus inside the wds. A new 27mm wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient.